Event description:
The caller reported an issue with the speaker and vibrate function of the pump, specifically noting that the speaker was not audible despite the volume settings being adjusted to high. The customer's blood glucose (bg) level was indicated as "low," with no specific value known. In response, the customer consumed carbohydrates to address bg. Customer continued to use current pump.